Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the phacoemulsification (phaco) handpiece became hot and had no phaco power. The patient experienced a corneal thermal injury (burn) which required sutures for closure. Additional information has been requested but not yet received.